Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that the male luer on an anti-siphon pca extension set was cracked. The crack was located on the distal end of the male luer, however, the process step was unknown. It is unknown if there was a patient involved, however, no adverse event was reported. The source of the blood, within the set, was unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed that the male luer lock was broken. The cause of the event could not be determined. Should additional relevant information become available a supplemental report will be submitted.